Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that the insulin emblem was showing empty and she did not have the closed black circle that indicates the insulin has stopped. Customer reported having blood glucose levels over 300mg/dl. Customer treated with 30 units of insulin. Customer's blood glucose level at the time of the call 226mg/dl. Troubleshooting occured and it was determined that the customer had a bent cannula. No additional information was provided.